Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. F/u with hcp revealed the onset/diagnosis of infection was 10/00. Signs and symptoms included redness, swelling, drainage, and pain. The primary location of the infection was the device pocket. A culture was obtained of the device pocket and lumbar regions but results are unknown. The pt was treated with IV antibiotics and total device system explant. The infection has resolved. The risk factors for the pt include cancer and malnutrition.